Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2022-00005 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a (B)(6) male patient of (B)(6) nationality. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) through a cartridge, via a reusable pen (humapen unknown device), with an unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2006. On an unknown date in 2014 after starting the insulin therapy, he was hospitalized every year basically, sometimes it was due to slightly high blood glucose for regulating, sometimes was due to recuperating body. In 2014 as well, he was hospitalized due to high blood glucose ((B)(4), batch -unknown). On an unknown date in 2015, he had changed to insulin lispro (rdna origin) injections (humalog 100 u/ml) through a cartridge, via a reusable pen (humapen ergo ii), 12 units in morning and noon, 14 units at night, thrice daily, subcutaneously, for the treatment of diabetes mellitus. On an unknown date in 2021, he was hospitalized twice due to high blood glucose, and the current condition was more severe ((B)(4), batch - 1104d02) than before using insulin, had all diabetes syndromes basically. Information regarding corrective treatment and outcome of the events was not reported. The therapy with human insulin isophane suspension 70%/human insulin 30% was discontinued. The therapy with insulin lispro was continued. The user of the humapen unknown and humapen ergo-ii was unknown, and the training status was not provided. The humapen unknown general duration of use was ten years and humapen ergo-ii general duration of use was seven years. The suspect device duration of use for both humapens was unknown. The action taken with the suspect humapen unknown was discontinued and its return was not expected. The action taken with the suspect humapen ergo-ii was unknown and its return was not expected. The reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30%, insulin lispro therapies and humapen unknown and humapen ergo-ii devices. Edit 13-jan-2022: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 03mar2022 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2022-00005 since there is more than one device implicated. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii was difficult to press. The patient experienced increased blood glucose. The investigation of the returned device (batch 1104d02, manufactured april 2011) found cracks on the pen body and bezel, and the soft touch was de-bonded, with evidence of excessive force observed for these issues. However, the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. While it is unknown how long the patient used the device, based on the amount of time elapsed since the device was manufactured (april 2011), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient likely used the device beyond the recommended use period. This misuse is not likely relevant to the complaint or the event of increased blood glucose, as the returned device met performance specifications.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 66-year-old male patient of (B)(6)nationality. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) through a cartridge, via a reusable pen (humapen unknown device), with an unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2006. On an unknown date in 2014 after starting the insulin therapy, he was hospitalized every year basically, sometimes it was due to slightly high blood glucose for regulating, sometimes was due to recuperating body. In 2014 as well, he was hospitalized due to high blood glucose (pc number - (B)(4), batch -unknown). On an unknown date in 2015, he had changed to insulin lispro (rdna origin) injections (humalog 100 u/ml) through a cartridge, via a reusable pen (humapen ergo ii), 12 units in morning and noon, 14 units at night, thrice daily, subcutaneously, for the treatment of diabetes mellitus. On an unknown date in 2021, he was hospitalized twice due to high blood glucose, and the current condition was more severe (pc number - (B)(4), batch - 1104d02) than before using insulin, had all diabetes syndromes basically. Information regarding corrective treatment and outcome of the events was not reported. The therapy with human insulin isophane suspension 70%/human insulin 30% was discontinued. The therapy with insulin lispro was continued. The user of the humapen unknown and humapen ergo-ii was unknown, and the training status was not provided. The humapen unknown general duration of use was ten years and humapen ergo-ii general duration of use was seven years. The suspect device duration of use for both humapens was unknown. The action taken with the suspect humapen unknown was discontinued and its return was not expected. The action taken with the suspect humapen ergo-ii was unknown and was returned to manufactuer on 17jan2022. The reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30%, insulin lispro therapies and humapen unknown and humapen ergo-ii devices. Edit 13jan2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10feb2022: additional information received on 08feb2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(4) associated with unknown lot of humapen unknown device. Corresponding fields and narrative updated accordingly. Update 03mar2022: additional information received on 25feb2022 from the global product complaint database. Entered device specific safety summary (dsss) for pc (B)(4) associated with humapen ergo -ii, batch - 1104d02. Also, updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, improper use from no to yes and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.